Event description:
It was reported through the litigation process that after an unknown amount of time post filter deployment (date not provided) the filter was tilted and a limb detached and embolized to the right ventricle. The limb was removed via an open surgical procedure and the filter was removed separately. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction before bariatric procedure. At some time post filter deployment, it was alleged that the filter was slightly tilted and the legs of the filter was found to have fractured and embolized to the right ventricle along with pain in the chest. The device was removed percutaneously via open chest procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical record and photos was provided and reviewed. Subsequently post filter deployment, imaging studies demonstrated one filter strut has fractured and embolized to the right ventricle. The patient experienced chest pain and CT angio heart demonstrated 3 cm segment of the ivc filter strut located within the anterior right ventricle at the level of the mid heart. The tip of the strut appears to traverse the epicardial surface of the myocardium and reaches the visceral pericardium on the 70-80% of the rr interval images. There was a small to moderate pericardial effusion over the inferior rv. Approximately after six years, scout images demonstrated ivc filter which was slightly tilted with 5 arms, 6 legs, and intact hook. The filter was removed successfully. Subsequently after one month, the filter strut was removed. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. However the investigation is inconclusive for filter tilt and retrieval difficulties. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that the filter slightly tilted. Additionally, based on the provided photos the investigation can be confirmed for limb detachment with eleven attached filter limbs and one detached arm. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Filter tilt and filter malposition. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Adverse event problem (device: 1528).

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged tilted filter and detached filter limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that after an unknown amount of time post filter deployment (date not provided) the filter was tilted and a limb detached and embolized to the right ventricle. The limb was removed via an open surgical procedure and the filter was removed separately. The current status of the patient was not provided.